Event description:
It was reported that there was a shocking/burning sensation at the lead-extension connection site. Further troubleshooting was being considered. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)